Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant no capture was noted on the leadless implantable pulse generator (ipg). The device was programmed off and replaced with a dual chamber device. No patient complications have been reported as a result of this event.